Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. The IFU for this product warns the user to never withdraw the catheter against the needle bevel to avoid shearing the catheter. However, the potential cause of catheter shearing could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the catheter sheared off. No report of a patient injury.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the catheter sheared off. No report of a patient injury.